Event description:
A malfunction was reported on a pump, and it was noted that the pump screen was dark and would not turn on. There was no adverse impact on the customer's blood glucose level. The customer used multiple daily injections (mdi) as a backup therapy while waiting for assistance.